Event description:
The device was used during a renal transplant procedure. Reportedly, the suture ruptured twenty-eight days post-operatively causing evisceration. A re-operation was performed for closure of evisceration.